Event description:
It was reported the single use aspiration needle na-u401sx exhibited liquid leakage was observed from the sheath part of the needle. The issue occurred during a diagnostic endobronchial ultrasound and was completed with an olympus back-up device. There were no reports of patient harm.

Manufacturer narrative:
E1 to be continued: (B)(6) the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the final investigation. Additional information was added to the following fields: d4 (lot), d4 (expiration date), d8, h2, h3, h4, h6. Corrected fields: d7a, e2, e3, g2 (health professional should be removed). The device was returned to olympus and the customer's reported issue was not confirmed. Based on the results of the investigation, a definitive root cause could not be determined because the reported issue was not reproduced. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.